Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should the product be returned and analysis is completed.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead sensing value dropped. The physician attempted to reposition the lead, but the helix would not retract or extend normally. The ra lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead sensing value dropped. The physician attempted to reposition the lead, but the helix would not retract or extend normally. The ra lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found handling damage surrounding the terminal pin. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was confirmed based on x-ray observation of a necked-down cathode coil near the terminal pin, which block passage of a stylet. The allegation of undersensing during the implant procedure was not confirmed, as all lead resistance and electrical tests returned normal results.